Event description:
It was reported that this right ventricular lead was surgically abandoned due to an unspecific product performance issue. Additional information was received confirming that there was failure to capture at max output caused by dislodgement. This issue was discovered with x-rays and echocardiogram during a routine follow-up post implant. The patient complaint of feeling a small thump when rv pacing during testing. No additional adverse patient effects were reported.